Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the operative note the mua was performed due to arthrofibrosis. The range of motion increased intraoperatively to ¿satisfactory¿. Arthrofibrosis is a well-known potential post-operative occurrence and does not support a component malperformance. Patient¿s health impact is unknown beyond the stated information provided. A review of the provided documents did not provide any insight into the reported issue of right knee arthrofibrosis requiring a manipulation procedure. Therefore, no further clinical assessment of the reported issue can be rendered. Should additional information be provided, the clinical/medical investigation task may be reopened. A complaint history review found related failures for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to patient reaction and/or condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Additional information: b5, d10, h6.

Event description:
It was reported that, after a cori-assisted tka surgery performed on (B)(6) 2021, the patient developed arthrofibrosis in the right knee (symptom onset: (B)(6) 2021).the patient underwent manipulation under anesthesia on (B)(6) 2021 to treat this adverse event. On the (B)(6) 2021 the patient was appointed as recovered.

Event description:
It was reported that, after a cori-assisted tka surgery performed on (B)(6) 2021, the patient presented arthrofibrosis in the right knee. A revision surgery was set to be performed on the (B)(6) 2021 to treat this adverse event. The patient current health status is unknown.